Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 1.2 trek, 2.25 dulastar; guide wire: x-treme, runthrough; guide cath: 7f jl4sh, al1sh; stent: promus 2.5x12 mm, 3.0x18mm. It was now thought that the dislodged stent could be in the patients lmca and a snare device was advanced to capture the stent; however, this was not successful. Additional dilatation was performed for treatment of the dissection and blood flow returned. CT scanning was performed later that day to determine the location of the dislodged stent, but no extraneous substance could be seen. The location of the stent could not be determined and it is thought that the stent had migrated in the lmca. The patients condition is reported to be stable. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 2.5x12mm promus stent is being filed under a separate MFR number. The stent delivery system has been discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. The stent delivery system (sds) was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. In this case, a conclusive cause for the reported difficulties could not be determined. It was reported a dissection was noted in the mid left anterior descending artery. Dissection, as listed in the promus instructions for use (IFU) is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). In this case, a conclusive cause for the reported patient effects and their relationship to the device, if any, cannot be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment.

Event description:
It was reported that the lesion was diffuse with calcification. After predilatation was performed, intravascular ultrasound confirmed severe calcification. Additional predilatation was performed after which a 2.5x18 mm promus was implanted in the mid to proximal left anterior descending artery (lad). A 3.0x18 mm promus stent was implanted in the proximal to mid left main coronary artery (lmca) overlapping the 2.5x18 mm, after which post dilatation was performed. The promus stent was found not to be expanded enough. Angiography revealed a distal edge dissection in the mid lad. An attempt was made to place a 2.5x12 mm promus stent; however, it would not cross as it became caught in the calcification in the mid lad to lad apical, so the stent delivery system (sds) was pulled back into the guiding catheter. An attempt was made to access the lesion using a buddy wire technique; however, the guide wire was unable to advance in the guiding catheter and it was suspected that the stent was blocking the guiding catheter. The sds was removed from the patient and after removal the stent was no longer on the balloon. It was thought that the stent implant could be located in the guiding catheter; however, it could not be found. At this time blood flow to the lmca deteriorated, although there were no patient symptoms related to the ischemia. An attempt was made to advance a guide wire; however, this was unable to be advanced.